Event description:
It was originally reported that the patient's device was returned. The healthcare provider confirmed that the patient was implanted with the interstim device for incontinence. The device worked fairly well. The patient expired from unrelated causes. It was noted that the patient had parkinson's disease.